Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by user facility: event 1. Customer reports additional occurence of air in lines. On both hearts today, multiple pump errors. On one of the cases we literally had to remove every pump from service and switch to plum pumps. This is after we re-primed every single drip with new tubing. To mimic what mark has said, we have come dangerously close on multiple occasions to a serious safety issue. Its honestly a miracle we didn't blow a graft on this patient today with the lack of infusions actually infusing and inability to control blood pressure post operatively while troubleshooting. All of these pumps are being sent to biomed right now. No injury reported.